Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information alleging a malfunction on a bipap pro biflex device. The patient reported that patient had asthma, lung disease and other. . Patient will then have to add more water and that seems to take care of the smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed the control knob was missing. A blueish green dust-like contamination was observed at components cr16-cr-17 and q20 on the pca, and on top of the blower cap. Manufactured observed a rust-colored contamination on the water tank heater plate and 3 of the 4 screws in the bottom enclosure. An unknown dark brownish contamination was observed on the flip lid seal. The manufacturer used a fitt (foam integrity test tool). The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. Manufacturer observed confirmed the presence of degraded sound abatement foam. The manufacturer concludes that they cannot confirm the complaint of asthma, lung disease and other. In box h: device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged asthma, lung disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.